Event description:
It was reported that the ventilator alarmed for disc sense. The turbine was reported to be seized. It is unknown if the ventilator was connected to a patient when the reported problem occurred.